Event description:
It was reported by the pt's attorney that as a result of having the products implanted the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and has undergone corrective surgery. Per additional info received, the pt has experienced vaginal bleeding, pelvic pain, exposure vaginal sutures that required removal procedures of exposed suture; erosion of vaginal mucosa; dysuria; vaginal polypectomy; and urinary incontinence. (B)(4).